Event description:
A company representative reported that the securing mechanism of a reliance lite t-handle quick connect fractured intra-operatively. It is currently unknown if the fractured component came into contact with the patient. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.